Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced irritation from the surgical tape around the incision site. The device was removed and there have been no reports of further complications regarding this event.